Manufacturer narrative:
Follow-up #1: date of submission 03/24/2015 device evaluation: the device has been returned and evaluated by product analysis on 03/13/2015 with the following findings: multiple call service (cs) 52 alarms were observed in the black box and alarm history. The returned battery cap was used for testing. During investigation, the pump emitted a call service (cs) 064-001 alarm during the load step. The remaining of the steps was unable to be performed due to the inability to load the cartridge. The pump was opened and moisture damage was found on the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.